Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), related to operational context (damage occurred during the attempted use of the device), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation), operational context caused or contributed to the event (damage occurred during the attempted use of the device). (B)(4).

Event description:
Patient was hospitalized for acute inferior myocardial infarction. Physician was attempting to implant one endeavor resolute drug-eluting stent in a lesion but the device could not pass. The physician changed a new device (same model) to complete the surgery. The device was inspected before use with no issues noted. No resistance was noted at the lesion. The device as returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the hypotube was kinked 0.5cm and 40cm distal to the strain relief. The distal tip was flared. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 12th and 15th distal segments were misaligned with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).